Event description:
Received information stating customer's pump does not document all activities in pump history. Reportedly, customer's blood glucose level has not been impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow-up report will be submitted.